Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, patient complained about infusion set fell off due to tape not sticking. The infusion set was in use for three to four days. No further information available.

Manufacturer narrative:
E1: (B)(6).